Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii duodenovideoscope had a problem with the angles of the elevator wire. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed on the forceps elevator, foreign objects were in the nozzle and several unit components were dirty which, are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Additionally, the play in all directions was out of standard due to wear of the angle wire. Upon further inspection, it was observed that the forceps elevator had foreign material and foreign objects were found in the nozzle. These findings were due to insufficient cleaning or handling of the scope. The following unit components were dirty: bending section cover, the up and down knob, right and left knob, lock engagement lever and on the grip. These findings were also due to insufficient cleaning or handling of the scope. It was observed that the adhesive on the bending section cover was detached. Discoloration was observed on the connecting tube, control unit, switch box, and on the universal cord. It was also observed that the image had white dots due to damage on the charge-coupled device unit. A wrinkle was observed on the connecting tube. A dent was observed on the forceps channel port. Lastly, a scratch was observed on the connecting tube, scope connector and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: the reported issue was uncovered during inspection prior to use. The intended procedure was for a unknown diagnostic procedure. The intended procedure was completed with the same device with no delay.

Manufacturer narrative:
Sections b3 and b5 have been updated to reflect the information provided from the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material was not determined. Considerations - - IFU (reprocessing manual) states the possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. - all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The customer confirmed in the follow up that the scope was cleaned in accordance with IFU. (Cleaning/ disinfection/ sterilization). Olympus will continue to monitor field performance for this device.